Event description:
It was reported that during a procedure on the spine that the bur broke. It was reported that the tip of the bur was retrieved from the sterile field. It was further reported that there was no pt injury as a result of this event.

Manufacturer narrative:
Device not returned for evaluation. In addition, no lot # was provided for further investigation.